Event description:
It was reported that the patient developed recurrent bacteremia. The implantable pulse generator (ipg) and two leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 38.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2012; 5076-52 implantable pacing lead (B)(6) 2012. (B)(4).